Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Unit received with all operating currents within specification and passed and displacement test. Pump passed self test. Pump passed off no power test. No unexpected low battery test anomalies noted. No damage on the lcd isolation tape noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.